Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device displayed error code e433 due to a faulty generator board. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found during a therapeutic, electrosurgery procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was reasoned to have occurred due to the following: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). This failure mode was addressed with a CAPA 147p-017, implemented on 30.03.2015. 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the hvps [high voltage power supply] and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer "tr1" on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Missing activation for the output stage of the generator board (permanent error). 12. Output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 13. Non or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15. Defective motherboard due to short circuit of resistor "ntc1" (permanent error). 16. Defective motherboard due to defective adc [printed circuit board] (permanent error). 17. Defective tvs diodes on the relay board (permanent error). There are some known cases where the error message e457 occurs first and then the error message e433 only. Such cases can usually only be identified in the error log entries. In this case, the cause of the error is definitely the same as for the hvps-based e433 complaints. If the e433 error message occurs sporadically (temporarily), no further actions are necessary. If the e433 error message occurs frequently or even permanently, impact of the foot switch should first be excluded by starting up the device without the foot switch. If the error is resolved in this way, it is very likely that the foot switch is the cause of the error. However, if the error persists, the affected esg-400 must be subjected to a technical inspection by an authorized service center. Based on our experience, the generator board, the hvps board, the motherboard and finally the relay board must be checked individually in the prescribed order in a different esg-400 with regard to the e433 error message and replaced if necessary. In generally, it can be assumed that only one component is defective in case of permanent failure modes. Combined failures are unlikely. However, combined failure of the hvps board and the motherboard is a well-known occurrence. Sometimes the resistor ntc1 on the motherboard is destroyed by a short circuit on the hvps board. As a result, the device fuses may also be destroyed, so that the esg-400 can no longer be operated. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).